Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields:

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe could not make a good connection with the swan lock connector. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe could not make a good connection with the swan lock connector. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
On 7/11/2018, bd received information indicating the previously reported defect was not a device quality issue but due to a user error. Therefore, this complaint is being canceled.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe could not make a good connection with the swan lock connector. There was no report of exposure, injury, or medical intervention noted.